Event description:
A day or two after having a stent and coils implanted, the patient had a seizure. No other information was provided.

Event description:
A day or two after having a stent and coils implanted the patient had a seizure. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Seizure is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.